Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diarrhea, abdomen pain, vomiting, was extremely tired and high blood glucose level as she received a high blood glucose alarm. Therefore, on (B)(6) 2020, these symptoms started at 10:00 am (after eating breakfast) and the patient tried to treat it twice with correction bolus via pump, but around 08:00 pm in the night, someone drove her to the hospital and subsequently, the patient was admitted to the emergency room. Consequently, the patient was admitted to the hospital due to diabetic ketoacidosis. During hospitalization, on (B)(6) 2020, she had a blood test at 12:00 am and her blood glucose level was 438mg/dl. Patient had moderate ketone levels. Moreover, the infusion set had been used for more than 24 hours and she changed it on friday, (B)(6) 2020. At the hospital, she was disconnected from the pump and her blood glucose level would not come down due to a kinked infusion set which was bent at 90 degree when removed from the abdomen on monday, she did not realize despite inputting bolus and this occurred after eating. The patient did not have any syringes, so she was unable to provide an injection while hospitalization, she received fluids of saline, insulin and intravenous medication (drug name unknown), which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. The patient also reported that previously, over the past three months of having low blood glucose level occurrences with one resulting in emergency room visit due to diabetic ketoacidosis. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.